Event description:
It was reported that this device delivered an inappropriate shock due to the undersensing of a supraventricular tachycardia (svt). The device was explanted due to normal battery depletion and the right atrial (ra) lead was surgically abandoned due to the undersensing. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. The device was analyzed and it was determined that the device triggered the replacement indicator while implanted. The device passed labeled longevity calculation. The review of memory noted no suspicious fault codes or resets. The device passed the visual inspection of the header and lead barrels as no irregularities were noted. All seal plugs were intact. Seal ring marks indicate full lead insertion in all lead barrels. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The clinical observations were not confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered an inappropriate shock due to the undersensing of a supraventricular tachycardia (svt). The device was explanted due to normal battery depletion and the right atrial (ra) lead was surgically abandoned due to the undersensing. No adverse patient effects were reported.